Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation about three months ago the patient had started to experience vision problems for near vision but the vision started to deteriorate day by day. The patient had experienced hazy vision and described it to be as a feeling of water in it. A laser was done a month later but he vision did not improve, the problem continued. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.